Manufacturer narrative:
Time and date of hospitalization: (B)(6) 2021 10a. Events leading to hospitalization: high blood glucose or diabetic ketoacidosis. Customer alleges insulin pump is under delivering: they disconnected, did a large bolus and found not insulin exiting. Found: motor error. In the alarm history caller found 2 motor errors. Type of damage: drive clamp flush with insulin pump. Location of the damage: drive cap. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Device passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test. Device was unable to prime during prime/a33 test and alarmed motor error during the occlusion test due to faulty fsr (gold). Unable to perform the excessive no delivery test and the delivery accuracy test due to prime anomaly. The motor was tested outside of the device and passed. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. There was no motor error alarm on the event date (B)(6) 2021. There was motor error alarm on (B)(6) 2021 at 15:03:09 alarm #43 - alrm_motor_error - basal. Device was unable to prime during prime/a33 test and alarmed motor error during the occlusion test due to faulty fsr (gold). Unable to complete the functional testing or verify under delivery anomaly, bolus anomaly or water exiting the infusion set during bolus delivery due to prime anomaly. Drive support disk was inspected and no anomaly was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6)2021 the customer was hospitalized for high bg's/dka. The customer alleged the pump is under delivering, during bolus delivery there was with no insulin exiting the infusion set, had motor error alarm and had damage to the drive support disk. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime/a33 test and alarmed motor error during the occlusion test due to faulty fsr (gold). Unable to perform the excessive no delivery test and the dat test due to prime anomaly. The motor was tested outside of the unit and passed. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. There was no motor error alarm on the event date (B)(6) 2021. There was motor error alarm on (B)(6) 2021 at 15:03:09 alarm #43 - alrm_motor_error - basal. Unit was unable to prime during prime/a33 test and alarmed motor error during the occlusion test due to faulty fsr (gold). Unable to complete the functional testing or verify under delivery anomaly, bolus anomaly or water exiting the infusion set during bolus delivery due to prime anomaly. Drive support disk was inspected and no anomaly was noted. Unable to confirm alleged high bg's/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis on august 24, 2021 with blood glucose level was 452 mg/dl. The current blood level was 308 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was under delivering. It was unknown that customer was using auto mode or not troubleshooting was performed. The insulin pump will be returned for analysis.